Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having respiratory problems nasal and throat irritation, breathing problem, bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged cnasal and throat irritation, breathing problem, bronchitis. There was no medical intervention required by the patient.the reported nasal and throat irritation, breathing problem, bronchitis and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. The device was returned to the manufacturer's product investigation laboratory for further investigation. As per the external and internal inspection small piece of unknown tan contamination was observed, unknown white and black contamination (dust-like) top of the blower motor and the blower motor seal, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors was found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.